Manufacturer narrative:
Other relevant device(s) are: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 18 mg/ml of morphine at 22.356 mg/day and 9 mg/ml of bupivacaine at 2.3195 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that a programming error was made during a refill appointment on (B)(6) 2020. According to the hcp, the patient came in for a weekly 10% dose decrease and the simple continuous dose was correctly entered as 4.639 mg/day. However, when the hcp was entering the pa dosing under the myptm tab, they entered 5.97 mg/bolus rather than 0.500 mg/bolus. The patient was allowed 3 boluses per day and "overdosed" themselves as a result of the programming error when they went to give themselves a bolus that night. The programming error drove the max 24-hour dose to 22.356 mg/day. The pump was updated with the correct bolus dose on (B)(6) 2020 of 0.500 mg/bolus. It was confirmed that the pump was accurately programmed and the max 24 hour dose was corrected to 6.119 mg/day. Troubleshooting resolved the issue.